Event description:
Caller reported an issue with incorrect time settings on a pump but did not know the cause. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the time settings and advised monitoring for recurring discrepancies, which the caller understood and acknowledged.